Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but was not completed due to the error messaged displayed on the receiver screen. The receiver was unable to communicate with the global communication tool. The reported event of a hardware error was not confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).